Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had been disconnected from the ilet during the day due to not having a cgm, and after cgm availability the patient¿s blood glucose was 260 mg/dl; the patient¿s caregiver sought guidance on whether to reconnect immediately or deliver additional manual insulin before reconnecting, and was advised that reconnection could proceed. Symptoms included hyperglycemia. Outcomes included no reported alarms, no hospitalization, and completion of troubleshooting and education. Investigation included a review of user-reported history and guidance provided by support. Investigation of this case revealed no device malfunction and that hyperglycemia occurred while the ilet was not in use, with cause unclear. It was concluded, based on previously established findings for similar reports, that the event was not device-related and the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.